Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an error message with instructions to return the sensor to the cradle of the unit. The user attempted to remedy the issue by placing the sensor in the cradle, but the error message remained. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.